Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, exposed to moisture, flashing white display, blank display, pump was beeping continuously. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and confirmed customer received the reported issue pump was exposed to moisture but there is no visible fluid in pump. Pump did not pass self test. Customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. Pump has not been exposed to altitude change. Customer reported an issue with the pump display. Customer reported an audio/vibrate anomaly. No harm requiring medical intervention was reported. Customer was advised to discontinue using the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
After battery installation, no blank display noted. Unit received with audio/beep and flashing white display. Unable to perform the displacement, sleep current measurement, active current measurement and self tests due to display anomaly. Pump was cut open to perform visual inspection and found moisture damage on the pcba1/pcba 2 /40 pin flexible during visual inspection. The unit p-cap / test reservoir locks in place properly and no anomaly noted. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rail, label damage. No blank display noted. Unit received audio/beep and flashing white display due to moisture damage electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.